Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 6th january 2017. Upon receipt of the device, the device would not power on via the on/off button as per the reported fault. Corrosion was observed on the on/off dome and its contact pads which had damaged the contact pads on the membrane pcba beneath. This had resulted in no electrical connection between track 13 (on button) and ground when the button was depressed leading to the failure of the device to power on via the on/off button. The corrosion observed within the membrane, as well as on the usb contact collars on the device exterior, would indicate the device had been subject to storage outside of the indicated conditions. Information from the history log shows that the last power cycle was recorded on the (B)(6) 2018, therefore this would indicate the fault would have occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Green switch (on/off button) does not function. There was no patient involved in this event.

Event description:
Green switch (on/off button) does not function. There was no patient involved in this event.